Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary investigation site: cq zuchwil. Selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the threaded tip of the compression instrument for pfna blade is bent. The thread flanks are on one side, in the direction of the deformation, totally flattened. There are marks of heavy hammer blows at the lower edge of the shaft. Also on top of the instrument are hammer marks visible. Summary: the complaint is confirmed as the threaded tip of the compression instrument for pfna blade is bent as complained. Due to the age and the condition of the device a product related issue can be excluded. The flattened surface of the thread flanks in the direction of the deformation are a clear indication for a hit with another instrument. Therefore inappropriate handling is defined as root cause. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. H3, h4, h6: a review of the device history record . Device history lot, part: 03.010.423, lot: 2635923, manufacturing site: bettlach, release to warehouse date: 07. Sep. 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H11: d4, lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device is not distributed in the united states, but is similar to device marketed in the USA. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a proximal femoral nail anti-rotation was applied due to proximal femur fracture. A compression instrument for proximal femoral nail anti-rotation (pfna) was found to have a bent thread, however, it remains on set at that time- not able to open set due to high turnaround. The device is still usable. There was no surgical delay. There were no issues during surgery reported. This report is for one (1) compression instrument for pfna. This is report 1 of 1 for (B)(4).